Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the procedure when the guidewire was inserted to remove the catheter, the proximal part of the previously detached coil (subject device) stuck to the tip of the catheter. An attempt was made to release the subject coil from the catheter with a guiding catheter unsuccessfully. The subject coil migrated from inside the aneurysm, came off the catheter tip and became entangled with a previously placed stent. The subject coil was then successfully removed with a snare. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
The device was not returned for evaluation. Due to the automated mes/DHR system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that after detachment, the proximal part of the coil was fixed to the tip of the microcatheter, and the situation did not change even if it was pushed out with synchro2 soft guidewire. After that, when the same operation was performed, the coil deviated from the aneurysm, and an attempt was made to collect it with a guiding catheter (5 fr envoy) while the coil is still attached to the tip of sl-10. However, it could not be collected. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. H3 other text: device not returned for evaluation.

Event description:
It was reported that during the procedure when the guidewire was inserted to remove the catheter, the proximal part of the previously detached coil (subject device) stuck to the tip of the catheter. An attempt was made to release the subject coil from the catheter with a guiding catheter unsuccessfully. The subject coil migrated from inside the aneurysm, came off the catheter tip and became entangled with a previously placed stent. The subject coil was then successfully removed with a snare. The procedure was completed successfully without clinical consequences to the patient.